Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
A volume discrepancies were reported. Expected volume 4ml and actual volume 20ml. The cause of the discrepancy was indicated as catheter kinked. Diagnostics included a dye study, roller/rotor study and checking the logs. The patient experienced increased pain, less than 50% therapy relief the location noted as back and leg pain. The catheter was replaced. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver hydromorphone, bupivacaine and fentanyl additional information later reported the kink was observed at the spinal segment close to the anchor site.